Event description:
The account reported that the side rail is damaged and will not latch. No pt injury reported.

Manufacturer narrative:
The technician found the side rail tray extension is not latching in the upright position. The technician has ordered the necessary parts for repair. No further info is available on the repair of the bed at this time.